Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H4, h6 manufacturing location: monument, manufacturing date: 16-jun-2021, expiration date: 01-jun-2031, part number: 04.037.024s, 10mm/125 deg ti cann tfna 340mm/right- sterile, lot number: 209p849 (sterile), production order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, rev f met all inspection acceptance criteria. Inspection sheet. Tfna assembly inspection, rev b met all inspection acceptance criteria. Packaging label logs (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿blade hole of the nail had been severely shaved by the reamer¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. 28-jun-2023: DHR reviewed by: rtoneff this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for a subtrochanteric fracture. After placing an lcp plate on the anterior lateral, the tfna nail was inserted. Everything went well until the insertion of the nail, but when reaming for the blade, a guide wire remained in the hollow of the reamer, so another guide wire was opened and reinserted, and blade insertion was attempted. The sales rep suggested that the surgeon check the condition of the blade with m-l images because it seemed that the blade was clearly not positioned in the optimal position. It was found that the blade was inserted out of the blade hole. The surgeon reinserted the blade, but the blade could not be inserted easily because the surgeon pushed an aiming arm back and forth to reinsert the blade. After confirming that there were no abnormalities, the surgeon tried to reinsert the blade, but it could not be inserted properly, so the surgeon decided to remove the nail once and check the condition of the implants. The nail was checked to see if there were any connection defects with the blade. There was no loosening or connection defect, but it was found that the blade hole of the nail had been severely shaved by the reamer. Therefore, the nail was replaced with a 125°, 9mm¿340mm one and inserted. A guide wire was then inserted, but the procedure did not proceed well, so a surgeon higher up than the primary surgeon performed a recovery, including the urgent addition of cement. The surgery was completed successfully with a 60-minute delay. The scheduled surgery time was 2 hours. The surgeon higher up than the primary surgeon commented that the event was caused by the technical error of the primary surgeon and the poor judgment and skill of the assistant surgeon. There was no comment that the products caused the event. No further information is available. Concomitant device reported: unk - biomaterial - cement (part# unknown; lot# unknown; quantity: unknown). Unk - plates: lcp (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) tfna fem nail ø10 r 125° l340 timo15. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna fem nail ø10 r 125° l340 timo15 presents a heavy scratch/nick at both outer and inner surface where the blade insertion hole is located, particles of metallic debris remain attached to the edge of the hole. There is no indication that the nail could have contributed to the reported functionality issue. It is possible that this event occurred due to unintended forces being applied to the aiming system, the devices were not properly tightened from the beginning of the procedure, or even the guidewire was not placed accordingly from the beginning. The tfna surgical technique guide se_848157 rev. Ae was reviewed. Following relevant statements were found. Instructions: pass the helical blade impactor assembly through the guide sleeve and align the red line on the impactor shaft with the red line on the guide sleeve. Advance the helical blade as far as possible by hand. In the final position the yellow line on the guide sleeve is in alignment to the yellow line on the impactor. Precautions: image intensifier should be used during helical blade insertion to monitor positioning. Assure that the guide wire is in place while inserting the helical blade to prevent the cannulation from clogging, impeding an optional augmentation procedure. The reported event description states that the surgeon pushed an aiming arm back and forth to reinsert the blade, per this condition, it is highly recommended to use indicated mating devices and ensure proper assembly and handling of the aiming system to prevent functionality issues in-situ. A dimensional inspection was performed for the tfna fem nail ø10 r 125° l340 timo15 and met specifications. A functional test was unable to be performed as the rest of the devices from the aiming system were not returned for evaluation. The complaint was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the tfna fem nail ø10 r 125° l340 timo15. Based on the event reported and condition of the nail, the root cause can be determined to be traced to the user. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: ti cannulated trochanteric fixation nail - advanced, 125 deg 04_037_012 rev. J / rev. H. ø10mm ti cannulated trochanteric femoral nail - right 04_037_016_1_susa rev. F / rev. F. Dimensional inspection: drawing:_1_susa rev. F. Specified dimensions: outer diameter of the proximal end (mating section). Measured dimensions: outer diameter of the proximal end (mating section) (conforming); device used: mitutoyo digimatic caliper . Manufacturing location: monument; manufacturing date: 16-jun-2021; expiration date: 01-jun-2031; part number: 04.037.024s, 10mm/125 deg ti cann tfna 340mm/right- sterile; lot number: 209p849 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, rev f met all inspection acceptance criteria. Inspection sheet. Tfna assembly inspection, rev b met all inspection acceptance criteria. (Pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿blade hole of the nail had been severely shaved by the reamer¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.